Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: 08/26/2013.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. The audio bolus button was noted to be detached from the pump. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The internal button contact was exposed with debris seen on the internal components. On testing, all the keypad buttons had normal response with proper spring back and click. The keypad cover was removed for investigation. There was no contamination or any other anomaly found. The pump was opened for investigation and revealed no contamination, damage or defect to the keypad wiring.